Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03826. It was reported (ireland) the patient was not receiving effective stimulation coverage. Reprogramming was unable to resolve the issue. X-rays confirmed the leads were in proper position. The patient underwent surgical intervention on (B)(6)2017, where the entire scs system was evaluated. It was determined the system was functioning properly and was not the issue. The physician concluded the issue is specific to this patient's anatomy/physiology/neural function. The entire scs system was removed.